Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator system, the left ventricular (lv) lead impedances were questionable. All electrode configurations were within acceptable limits for the lead model; however, electrode #4 to electrode #3 measured greater than 3,000 ohms. It was noted that the physician had to use scissors to cut the guide catheter during the procedure. Technical services confirmed acceptable r-wave amplitudes, thresholds and impedance at the final programmed parameters. The procedure was successfully completed, and no adverse patient effects were reported.